Manufacturer narrative:
Product analysis:the blue screen was unable to be reproduced. The inability to interrogate a device was unconfirmed. A system error was found in the recent log file. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests.

Event description:
It was reported that the programmer display went to a blue screen during use. It was further reported that the programmer was unable to interrogate a device. The programmer was returned for service. No patient complications have been reported as a result of this event.